Event description:
It was reported that this pacemaker exhibited loss of capture with periods of asystole of up to 1.6 seconds. Despite reprogramming, loc was still present, so the patient will come in for a follow-up appointment soon. Device data has been sent to boston scientific technical services for review. The pacemaker remains in service and no adverse patient effects were reported.